Manufacturer narrative:
(B)(6). Sperling et al. "Use of a shorter humeral stem in revision reverse shoulder arthroplasty" journal of shoulder and elbow surgery (2017). Reference journal article attached. Initial reporter - the article was written by eric r wagner, joseph m statz, matthew t houdek, robert h cofield, joaquin sanchez-sotelo and john w sperling. The reported event was unable to be confirmed due to limited information received from the customer. A device history record review was unable to be performed as the lot number of the device involved in the event is unknown. A complaint history review was unable to be performed as the part and lot numbers are unknown. A root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It is reported in a journal article that three (3) patients experienced post-operative pain following total shoulder arthroplasty. Attempts have been made to retrieve additional information and no further information has been provided.